Manufacturer narrative:
There is no known patient involvement. The date of event was not provided. This information will be provided in a supplemental report if made available. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA. Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow-up communication with the customer, livanova learned that the device has been cleaned according the instructions for use (IFU). However, the customer reported that cleaning protocols are not available. The device was reportedly placed inside the operation room during use approximately 2 meters from the operation table, with the fan directed away from the patient field. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. This MDR has already been submitted july 11, 2018 and resubmitted due to missing 3rd acknowledgment. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to contaminated with mycobacterium chimaera. There is no known patient involvement.

Manufacturer narrative:
Livanova (B)(4) was informed about the event date (B)(6) 2018. Through follow up communication with the customer livanova (B)(4) received the test results confirming the contamination with mycobacterium chimaera. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.